Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Uf/importer report # (B)(4).

Event description:
The event involved a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, luer lock. It was stated that the father came out saying that the mother had a wet shirt, and one of the lines were leaking. Nursing staff went in to examine connections and checked to see if there was a leak anywhere. It was time to change the total parenteral nutrition (tpn) and lipids, so nursing staff decided to change all tubing setup. After switching whole tubing set up, nursing staff examine the lines closer. The parents mentioned that maybe it was the hub on the trifurcator, so nursing staff started there and was able to find a small hole where liquid was leaking. There was patient involvement and unknown human harm.

Manufacturer narrative:
One used sample item list #mc330027 connected into 0.9% sodium chloride 10ml syringe were returned for evaluation, as received some tpn lipids residuals was found inside the sample, evidence of kinked tubes due to the clamps activation. The set was tested according procedure and no leaks from trifurcate or any other part along the set was observed. Complaint of leaks was not able to confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to MFR on 8/30/2023.